Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2323pslc (no batch indicator provided) was received for investigation. Visual inspection identified that the peek eyelet and implant were not present on the returned device. Inspection under magnification revealed that the distal end of the molded driver sleeve was damage. No fragments were returned for assessment. The cause remains undetermined, although it was recorded that the bone quality encountered during the procedure was "hard". The method used to prepare the bone during the procedure was not provided. A probable cause can be attributed to improper preparation of the hard bone encountered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-2323pslc, was damaged when the implant was inserted. Used a new product and the case is completed. No adverse effect on the patient. Additional information provided 7/8/21: procedure being performed was an arcr. The seated depth of implant was about half. The bone quality of the patient was hard. All broken fragments were collected and retrieved. The case was completed by using a new ar-2323pslc.